Event description:
Event description boston scientific received information that this patient had a dual chamber biotronik pacemaker implanted in 2001 which was upgraded to a crt-p device in april 2006. There was injury at the site of implantation that resulted in pocket erosion and protrusion of the device. Therefore, the decision was made to explant this device. During the procedure, the left ventricular lead was found to be fractured as therefore, this lead was removed from service. The patient is currently receiving therapy from a temporary pacemaker.